Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. Lab analysis confirmed a distal bond peel, but remained intact to the device. Recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4). Foreign- (B)(6). No PMA/510(k) number listed. Pn-2105-5040 is only sold in (B)(6). The angiosculpt device was returned for evaluation. Visual examination found a distal bond peel with three leaflets lifted, but remained intact to the device. In addition, the scoring element was misaligned. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt balloon was used for vaivt and during removal, some resistance was met. Upon removal, the user confirmed that the tip near the scoring element was frayed. For patient safety, the procedure was aborted.